Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. The samples were inspected by commercialized product development. Inspection of the threading within the sleeve introducer indicated that there was appreciable damage to the threading. A pilot shaft was procured to test the mating ability of the damaged introducer. The pilot shaft that was tested would only thread about a third of the way onto the introducer before the threading damage halted progress. It is likely that the damage to the threads on the sleeve introducer prevented the instrument from being fully assembled and was therefore susceptible to further loosening and subsequent disconnection during the trialing process. A two-year search of the complaint database did not identify a trend. In addition, the vendor date code for the sleeve introducer is ah0700 indicating the instrument was manufactured in july of 2000 and is over 14 years old. The vendor date code for the sleeve driver is ay0305 indicating the instrument was manufactured in march of 2005 and is over 9 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the procedure a pilot shaft (ref; 534149) became disconnected from the trial sleeve introducer 14mm (ref;534314) and remained in the patient. The trial sleeve introducer was connected to the sleeve introducer handle (ref;535801) at the time.